Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of the main tube has one side that contains various scratches with material removal. The scratches are narrow and not quite aligned with the tube axis. The surface finish of the scratches is rougher than the undamaged sections of the tube. No other damage was found. The following med watch MFR reports were sent to the FDA regarding this event: 2955842-2009-00332, -00333, -00335.

Event description:
It was reported that during a da vinci s myomectomy procedure a "shard" from the cobra grasper instrument shaft may have fell inside of the patient. The "shard" was retrieved and the surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported. It was noted during the procedure that the cobra grasper instrument "hit" the trocar. A maryland bipolar instrument and an endowrist prograsp instrument were also used during the procedure. It is unknown from which instrument the "shard" fell from. An inspection of the instrument shafts by the site revealed that the surface of the instruments were damaged. The sterile processing department and the robotics coordinator found that when they rubbed the instrument surface with their hands, "slivers" from the instrument shafts stuck in their hands.